Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white piece of septum in the syringe. Reportedly, the customer used a different syringe and cartridge to complete the load process successfully. Additionally, it was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Subsequently, it was reported that air bubbles were observed in the cartridge pigtail. Reportedly, customer continued to use the existing cartridge and insulin delivery was resumed. Customer's blood glucose level was 121 mg/dl.